Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 400mg/dl, and chest pain. Reportedly, there were air bubbles in the patient line. Bg was treated with intravenous insulin, saline, and unspecified medicine for chest pain. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 300's mg/dl).